Manufacturer narrative:
The device subject of the reported event is pending return for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure their snowden-pencer slidelock atraumatic grasper modular "snapped at the joint". The procedure was completed successfully with another device. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned to the supplier for evaluation. The cause of the reported event is attributed to excess force applied by user facility personnel while using the handle. The snowden-pencer slidelock ratchet handle IFU states, "the use of excessive force may result in medical devices which malfunction. Regardless of age, any devices requiring service should be returned to the dealer." A steris account manager provided in-service training on the proper use and operation of the handle. No additional issues have been reported.